Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions were made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.

Event description:
It was reported that during a shoulder arthroscopy/rotator cuff repair, the device broke in the patient and the piece was not removed. No patient injuries were reported.